Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised. The reason for revision was not provided.

Manufacturer narrative:
**Update** (B)(4) 2013 - ppd received. Doi and dob have been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time. This is a duplicate report of 1818910-2013-04813. This report, 1818910-2013-06504, will be kept for investigation purposes.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates: metallosis, pain, yellow fluid with small friable tissue pieces and loose bodies. The information received does not change the MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.